Event description:
(B)(4). It was reported that the patient underwent a procedure treating a target lesion in the mid right superficial femoral artery (sfa). Balloon angioplasty was performed using the 7.0 x 40 mm armada 35 dilatation catheter. A dissection occurred after angioplasty. An 8.0 x 120 mm absolute pro ll stent, was implanted, treating both the target lesion and the dissection. The event resolved the day of procedure, (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the armada 35 instruction for use (IFU) as a known potential complication that may occur as a result of percutaneous transluminal angioplasty (pta). Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The unexpected medical intervention to treat the dissection was due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.